Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an ablation interventional procedure using a 7f hole. Reportedly, as deployment of the foot occurred, the plunger moved spontaneously. Despite the unexpected motion of the plunger, the use of the prostyle device was continued. After performing steps two and three, it was observed that a cuff miss [suture retrieval issue] occurred. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported unintended system motion could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the unintended system motion (plunger pulled prior to deployment/ depressing step #2) could not be determined. The reported needle to cuff miss appears to be a symptom of the unintended system motion. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.